Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The peritoneal dialysis (pd) patient contacted fresenius technical support for a draining issue that occurred during treatment and reported they had a hernia. The patient stated they had an x-ray and MRI taken for the hernia and surgery was scheduled for the following week. In additional follow-up, the patient¿s pd nurse reported that the umbilical hernia was pre-existing to the start of pd therapy which began on (B)(6) 2022. The patient¿s hernia was being monitored throughout pd therapy and has not had any complications. Per the nurse, it was the patient's decision to schedule the surgery. The nurse confirmed the patient did not have any overfill events or any product related issues associated with the patient¿s umbilical hernia. The patient continues pd therapy with the same cycler with report of intermittent drain complications due to the pre-existing umbilical hernia.

Event description:
The peritoneal dialysis (pd) patient contacted fresenius technical support for a draining issue that occurred during treatment and reported they had a hernia. The patient stated they had an x-ray and MRI taken for the hernia and surgery was scheduled for the following week. In additional follow-up, the patient¿s pd nurse reported that the umbilical hernia was pre-existing to the start of pd therapy which began on 22/mar/2022. The patient¿s hernia was being monitored throughout pd therapy and has not had any complications. Per the nurse, it was the patient's decision to schedule the surgery. The nurse confirmed the patient did not have any overfill events or any product related issues associated with the patient¿s umbilical hernia. The patient continues pd therapy with the same cycler with report of intermittent drain complications due to the pre-existing umbilical hernia.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s umbilical hernia which is scheduled to undergo surgical repair. However, the patient¿s umbilical hernia was a pre-existing condition prior to the start of pd therapy. At the time of this clinical investigation, there have been no reported complications with the hernia caused by fresenius products. Additionally, there is no reported allegation or objective evidence that a liberty select cycler malfunction or product deficiency caused serious harm to the patient. It was reported by the patient¿s pd nurse that the patient is electing for surgical repair at this time. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient contacted fresenius technical support for a draining issue that occurred during treatment and reported they had a hernia. The patient stated they had an x-ray and MRI taken for the hernia and surgery was scheduled for the following week. In additional follow-up, the patient¿s pd nurse reported that the umbilical hernia was pre-existing to the start of pd therapy which began on (B)(6) 2022. The patient¿s hernia was being monitored throughout pd therapy and has not had any complications. Per the nurse, it was the patient's decision to schedule the surgery. The nurse confirmed the patient did not have any overfill events or any product related issues associated with the patient¿s umbilical hernia. The patient continues pd therapy with the same cycler with report of intermittent drain complications due to the pre-existing umbilical hernia.